Manufacturer narrative:
Unreporting: additional information received on 08/23/2023, the device reported under this event has no alleged deficiency. Please void the following report.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, qs director received a call from a patient, for some reason patient has been experiencing pain.